Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had started to eat batteries. Customer stated that he used to get 3 weeks out of his batteries, however, now it is only lasting 2 days. Customer stated that he switched brands of batteries and is now using (B)(4). Customer stated that he switched to (B)(4) and it lasted 3-4 days. Customer stated that he put a used (B)(4) battery back into the pump and it showed a full battery indicator when it previously showed 2/3 on the same battery. Customer stated that this morning when he woke up, he did not see the reservoir icon and the time on the pump. Customer then received an off no power alarm. Customer is not currently wearing the pump and treated with a manual syringe this morning. Customer changed the battery this morning. Customer also reported a low battery alert, no delivery error, keypad issue, and a failed battery test alarm. Customer was advised to monitor the pump and will be shipped a replacement battery cap.